Manufacturer narrative:
A beckman coulter field service engineer (fse) inspected the customer's instrument and found a leak coming from reagent probe b which caused the false low bun results. The fse replaced the wash collar valve to resolve the issue. (B)(4).

Event description:
The customer reported a leak from reagent probe b on their unicel dxc 600i. The leak caused erroneous low patient results for blood urea nitrogen (bun). The erroneous results were not reported outside of the laboratory; thus, there was no change in patient treatment in association with this event. The customer reported quality controls were within the laboratory's established ranges prior to the incident.